Manufacturer narrative:
Other applicable components are: product ID: 8709sc, lot# n184832015, implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal morphine at 2.3 mg/day. The indication for use was spinal pain. The hcp did a dye study "a couple weeks ago" (from (B)(6) 2016) and could not aspirate. The patient also reported increased pain and withdrawal. A catheter revision was planned for (B)(6) 2016. Catheter replacement occurred; the hcp left the previous catheter and tied it off in the pump pocket. The hcp implanted a new catheter, and there was good cerebral spinal fluid (csf) flow throughout. The patient was doing fine, and the issue was resolved. The patient's status was "alive - no injury" at the time of this report. The patient had a medical history of low back pain. It was noted that the hcp was able to successfully couple the ptm following the revision. It was noted that they had reduced the dose and were starting to titrate up again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.